Event description:
Customer was admitted to hosp for high blood glucose and diabetic detoacidosis. Reviewed programming of pump and appeared to be correct. Could not perform high pressure test as customer did not have a clamp.